Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient tripped and fell at work and they hit a wall and the stimulator just went "wonky". The charge went extremely high and then it cut out and just stopped. When they got the controller the implant battery said empty, when it shouldn't have been empty. No out of box failure was reported. No further allegations/complications were reported.